Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they think the implanted device is malfunctioning. They indicated that the patient suddenly had tremors that got worse and tremor in different parts of the body have started over the past couple of days. The patient has had no sign of seizure or trauma that would explain the tremors.